Event description:
It was reported that the patient had difficulty aligning the ipg to the charger due to the ipg placement. The patient underwent a revision procedure wherein the pocket was revised and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.